Event description:
On 11/16/96 the individual was diagnosed with a latex allergy, suffering from respiratory symptoms, and hand irritation, due to sensitization to latex from wearing latex medical gloves.